Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2022. During the procedure, the ligator shrink wrap was extremely hard to remove and it was reported that there was not a perforated tear point from the wrap. After the ligator was installed onto the scope, the bands prematurely deployed before the third band was deployed correctly. They tried to adjust the pull wire by pulling out any loose wire, of which there was none. The procedure was completed with another speedband superview super 7. It was noted that there was difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).